Event description:
During tubal ligation, filshie clip was put on the right fallopian tube. The clip did not completely approximate perfectly with the other side and actually went to the side and lacerated the fallopian tube. Diagnosis or reason for use: undesired fertility.